Manufacturer narrative:
Eval: no testing methods performed; no results available since no evaluation performed; unable to confirm complaint; device not returned.

Event description:
On (B)(6) 2016 a patient (pt) called to report that he/she was diagnosed with an od corneal ulcer in (B)(6) 2016 while wearing the acuvue brand contact lens. The pt reported that he/she inserted a ¿new lens in the morning, the eye began to itch and he/she had light sensitivity after a few hours of wear.¿ the pt reported that he/she is an experienced wearer. The pt went to his/her eye care professional (ecp) who recommended that the pt see a specialist. The pt went to the specialist and was diagnosed with an od corneal ulcer. The pt reported that he/she was prescribed vigamox 1 drop every hour for the first couple of days; then 1 drop every 2-3 hours for 7 days. The pt reported that he/she went back for a follow-up appointment after 4 days and the pt said that the ecp advised her that the ulcer was healing, but to continue to use the eye drops. The pt reported that he/she was seen at an additional follow-up visit and was advised that the ulcer had resolved. The pt also reported that ¿the ulcer was on her iris and she has a scar.¿ the pt reported that he/she is ¿currently experiencing headaches and the eye is dry.¿ the pt reported that he/she ¿is not able to wear contact lenses and it was recommended she wear glasses or have lasik surgery.¿ the pt reported that he/she doesn¿t sleep in the lenses. The pt reported that the od is ¿better now, but the pt has blurred vision and pain.¿ the pt reported that the suspect product is discarded. No additional medical information has been received after multiple attempts to the pts treating ecp. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00lnqk was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.